Manufacturer narrative:
Reference: voluntary medwatch report # mw5155434.

Event description:
Voluntary medwatch received states that the patient had a history of far r wave over-sensing exhibited by the right atrial lead. Also noted were decreased sensed amplitudes, and high capture threshold. Programming interventions were made. No further information was available.